Manufacturer narrative:
Insulin pump received with an intermittent button response due to moisture damage no button error alarm. Insulin pump had no keypad trace. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 297 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.